Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the elective procedure to replace this patient's device, pacing impedance measurements were greater than 2000 ohms on the right ventricular (rv) channel. The lead was removed from service and replaced. No adverse patient effects were reported.